Event description:
It was reported that the patient experienced high blood glucose event on 19 apr 2026. The high blood glucose had been high for one to two hours and was treated with insulin pen.

Manufacturer narrative:
E1: event city: (B)(6). Event country: poland. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.